Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn.

Event description:
The pt had one endeavor sprint rx drug eluting stent implanted in the proximal lad during the index procedure. Clinical evals committee adjudicated that a suspected mi occurred on the same day as the index procedure. It is reported that the mi was a non-q-wave mi in the territory of the target vessel. Pt was asymptomatic at 30 day, 6 months, 1 yr, 1.5 yr, 2 yr and 3 yr follow ups.